Event description:
It was reported that the left ventricular lead dislodged, and the device reached elective replacement indicators (eri) prematurely. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.